Event description:
During a remote follow up, increased pacing impedance was observed on the right ventricular (rv) lead. Rv lead encapsulation was suspected but this was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.